Event description:
A cook instinct endoscopic hemoclip was used in the esophagus on a pt with achalasia to close a submucosal tunnel. The clip was inserted and the physician noted the device was jumpy when attempting to be closed and the clip would not close or open slowly. An attempt was made to deploy the clip [onto the tissue site] but it would not release [from the deployment device]. Hemostats were used to move the drive line [drive wire] but it still would not deploy. An attempt was made to recapture the clip with the endoscope but this also did not work. The physician was finally able to pull the clip into the endoscope for removal. A clip made by another company was also tried but it failed also. The attempted use of this clip was to finish the original procedure, not to fix any damage done by the instinct. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The instructions for use contains the follow precaution - "if clip deployment device is used with endoscope in torqued or retroflexed position, clip deployment difficulties can occur". The instructions for use also states "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip". Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.